Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The symptom "false downstream occlusion alarms" were confirmed and reproduced during evaluation caused by elevated signal levels. The downstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.